Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 452 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of high blood glucose event. Insulin pump was suspended on low since high blood glucose began. Customer performed displacement test and it passed. Customer performed high pressure test and it did not pass. Troubleshooting was performed for high blood glucose event. The insulin pump will not be returned for analysis.